Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant during support for a 48-year-old male patient, the impella 5.5 stopped after 12 days after the cable had become snagged and pulled. The patient was doing activities of daily living and the movement caused the pump to stop and they were unable to be restarted. The pump was replaced and support continued with a new pump. The patient's outcome at explant was survived.

Manufacturer narrative:
The investigation of pump stop has been completed. Clinical details report that the pump stop occurred while the catheter was tugged on during patient movement. Data logs were reviewed and at the end of the case, an alarm suddenly triggered with a motor current spike to 32,767 milliampere. There were no abnormalities or motor current spikes leading up to the event. It can be seen that the team attempted to restart the pump several times as the alarm triggered eight more times. The returned product was investigated, and the pump failed the electrical test as all three phases were open lines. The red handle was opened to check for any motor cable breaks inside and there were no obvious signs. It could be seen at the catheter side kink protector that the glue was beginning to separate from the conduit in the catheter, but not enough separation to confirm that this was the location of the open line. A cut was made in the catheter near the kink protector and while trying to strip the conduit that contains the three motor cables, the entire bundle pulled out of the kink protector quite easily. Rather than first taking images of the ends of these cables, each of the motor cables within that section were stripped and measured for resistance. Therefore, it was not confirmed whether or not there were preexisting necking in the cables on the side of the suspected break. All three lines were confirmed to be continuous, however. Then, continuity was checked for between the location that the cables had broken in the red handle and the patient cable pins. All three were continuous. Finally, the length of the catheter was measured and all three were continuous. The location of the open lines was most likely to be where the wires had easily pulled out of the kink protector, as all other sections of the pump were confirmed to still have continuity, but this could not be confirmed with certainty. Based on clinical details, data logs, and returned product, the root cause of the pump stop was determined to be an electrical open.